Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the up arrow button of insulin pump harder to press. The customer stated that insulin pump had error code, crack in body and rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device received with cracked reservoir tube lip, broken battery tube threads, broken belt clip slot, cracked case from display window corner, cracked case, cracked case from reservoir tube window corners, stained end cap sticker and corroded battery tube. The test infusion set and reservoir does lock into place. (B)(4).